Event description:
It was reported that the patient stated after his revision surgery on (B)(6) 2013 he is getting pain under his knee cap. He went back to the surgeon and can't get any answers. Patient will now go for a second opinion.

Manufacturer narrative:
Corrected data.

Event description:
It was reported that the patient stated after his revision surgery on (B)(6) 2013, he is getting pain under his knee cap. He went back to the surgeon and can't get any answers. Patient will now go for a second opinion.

Manufacturer narrative:
An event regarding pain involving a x3 triathlon cs insert #5 19mm was reported. The event was confirmed. A review of the provided medical records and/or x-rays by a clinical consultant concluded: ¿additional documentation confirms the conclusion of my earlier report that the patient¿s symptoms likely resulted from the unresurfaced patella during the primary total knee arthroplasty. [¿] there is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation." Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. The exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related.

Event description:
It was reported that the patient stated after his revision surgery on (B)(6) 2013 he is getting pain under his knee cap. He went back to the surgeon and can't get any answers. Patient will now go for a second opinion.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown right knee. Should additional information become available, it will be provided in a supplemental report. Device remains implanted.